Event description:
Procedure type: low anterior resection. According to the reporter: after pushing the green firing knob on the idrive, it was not possible for the surgeon to fire the reload. Another reload was used. No injury of patient. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. No reinforcement material was used.

Manufacturer narrative:
(B)(4).